Manufacturer narrative:
Voluntary medwatch report #: mw5146558.

Event description:
It was reported that the patient presented for follow-up with an alert for right ventricular (rv) tip to right ventricular coil impedance warning on the rv lead. No further information was available .